Event description:
Medtronic minimed insulin pump 630g does not give enough warning for low battery. Pump shuts down with less than one hour of low battery warning. Called MFR and they stated this is how the pump works and there is nothing they can do about this issue (and the product is approved by FDA). This is a safety issue for a device that is worn 24 hours a day. It leads to high glucose as it can happen in the middle of night or when you are out. They should not sell device like this to consumers while not recognizing this is a serious problem and make efforts to correct the issue.